Event description:
On (B)(6) 2013, upon interrogation of the ICD, battery voltage was low at 3.0v and magnet rate was at 91min-1. The use before date of the ICD was (B)(6) 2013. The ICD was implanted, but the user requested an analysis to check if the device works properly.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.